Event description:
The customer ran patient samples with expired ferritin reagent. The quality controls were within range and the patient results were believable to the customer. It is unknown if patient results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to use of the expired ferritin reagent.

Manufacturer narrative:
The cause of patient samples being run with expired ferritin reagent is user error. The instrument is performing within specifications. No further evaluation of the device is required.